Event description:
Patient was undergoing open reduction/internal fixation of right bimalleolar ankle fracture with internal fixation. Two interframentary screws were placed and then a long synthes one-third semitublar plate was placed with a combination of locking and nonlocking screws. Anatomic alignment was obtained. As the surgeon began drilling in the bone, part of the bit broke off and was retained in the patient. The surgeon elected to not retrieve the broken bit as it would require breaking the bone to retrive it. The patient tolerated the procedure with no further complications.

Event description:
Patient was undergoing open reduction/internal fixation of right bimalleolar ankle fracture with internal fixation. Two interframentary screws were placed and then a long synthes one-third semitublar plate was placed with a combination of locking and nonlocking screws. Anatomic alignment was obtained. As the surgeon began drilling in the bone, part of the bit broke off and was retained in the patient. The surgeon elected to not retrieve the broken bit as it would require breaking the bone to retrive it. The patient tolerated the procedure with no further complications.